Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Reported false positive (specific analytes unknown) results for an unknown number of patients. It is unknown if the patients were symptomatic or is the results were confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.